Manufacturer narrative:
A product sample was received at the manufacturing site and it is awaiting evaluation. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The returned samples were inspected. 4 of the 5 samples were determined to be visually nonconforming. The 5 opened samples were functionally flow tested. The results of flow testing indicated a leak rate higher than the validated acceptance level. A device history record (DHR) review was conducted. No anomalies were found; the product was released based on the product¿s acceptance criteria. A complaint history examination indicates no additional complaints were associated with the components of the reported lot. The root cause for the trocar leakage could not be determined from this complaint evaluation however, an internal investigation has been opened to address this issue. (B)(4).

Event description:
This is the second of three reports for the same surgical procedure.

Event description:
A healthcare professional reported that during a vitreoretinal procedure the valve began to leak which made the eye go soft. The surgeon replaced the valve with a new one and it began to leak also. A plug was inserted in the valve and the procedure was completed. Additional information has been requested. This is the third of three reports for the same surgical procedure.